Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used on the fascia. During the procedure, the needle pulled off of the suture. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: supplemental 3500a form will be submitted accordingly.